Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a "check clutch plunger lever" error. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis. The device was received damaged with the tamper seal removed broken. Visual inspection, the bottom case was cracked on the front side.as a result of checking the log, it revealed check clutch plunger lever. The reported complaint was able to be duplicated. Based on evidence and investigation, the complaint allegation was determined to due to normal wear of the lead screw and clutch halves. The lead screw, clutch spring and both clutch halves were replaced.